Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead bipolar impedance was low, and that its unipolar impedance was higher than its bipolar impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.